Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received critical pump error and a broken force sensor was detected during seating or regular delivery alarm. The customer¿s blood glucose level was 278 mg/dl at the time of incident. The customer also stated that the insulin pump had frozen display and screen was not completely blank. The product will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm a broken force sensor was detected during seating or regular delivery error alarm and frozen screen due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed. Device received with minor scratches on display window noted.